Manufacturer narrative:
A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for generator replacement, externalized conductors were observed. There were no known electrical anomalies on the lead. Lead was capped and replaced. Based on the review of the diagnostic images provided to st. Jude medical, the conductors appear to be externalized.